Manufacturer narrative:
(B)(4).

Event description:
The device experienced premature battery depletion.

Manufacturer narrative:
Additional information received indicates this event was a duplicate of MDR-2016-35460-01.